Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an attempt to seal a free perforation in a highly calcified lesion with tight stenosis in the proximal circumflex coronary artery with a 3.0x16 jostent graftmaster otw coronary stent graft, the stent delivery system was unable to cross the perforation site. The graftmaster was removed and no intervention was required; the perforation sealed on its own. There was no adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the graftmaster stent delivery system (sds) noted blood visible in the guide wire lumen and contrast in the inflation lumen and on the tray, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The proximal end of the balloon was wrinkled. The entire length of the tip was measured to be 4 mm. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. The failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. It is likely an interaction with the heavily calcified lesion contributed to the failure to advance and noted balloon bunching during advancement as there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. Hemorrhage is listed as observed or a potential adverse event associated with the coronary stenting in the graftmaster otw instructions for use. Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects including hemorrhage. No additional treatment was used as the perforation sealed on its own; however, a conclusive cause could not be determined for the reported patient effects or their relationship to the device, if any. A review of the finished product device history record did not reveal any nonconforming material records associated with this lot. There is no indication of a product quality deficiency.